Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high-rate non-sustained episodes and increased sensing integrity counters (sic). Possible t-wave oversensing (twos) was also noted on stored electrograms. The sensing vector was changed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.